Event description:
A customer reported an incompatible os issue with the abbott diabetes care (adc) device in use with iphone 11 with unknown operating system and with version 17.2.1. Due to this, the customer was unable to receive glucose alarms and the customer experienced a seizure. The customer was unable to self-treat, requiring treatment of glucagon by a non-healthcare professional. No further information provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle libre 2 application during replication that would have led to the reported issue. The customer reported missing alarms due to incompatible os. Attempted to replicate the customer's complaint using similar configurations iphone11, ios 17.1.2, 2.10.1.7677 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.